Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device was pulled out of the patient even though the balloon was inflated. There was no patient injury reported. The device was clinically used and will be returned for analysis. The type of procedure the mynx vcd was used in was a percutaneous transluminal angioplasty. The procedure used a retrograde approach. The patient has a history of claudication. Other devices associated with the procedure are a non-cordis stent and balloon. The sheath introducer used was a non-cordis device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was an artery. The vessel diameter was verified to be greater than 5 mm in diameter. There was moderate vessel tortuosity. There was presence of calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event was reported as recovered. The balloon did lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) was pulled out of the patient even though the balloon was inflated. There was no patient injury reported. The type of procedure the mynx vcd was used in was a percutaneous transluminal angioplasty. The procedure used a retrograde approach. The patient has a history of claudication. Other devices associated with the procedure are a non-cordis stent and balloon. The sheath introducer used was a non-cordis device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was an artery. The vessel diameter was verified to be greater than 5 mm in diameter. There was moderate vessel tortuosity. There was presence of calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event was reported as recovered. The balloon did lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock close as received. The sealant was exposed partially, approximately 159 mm from the balloon proximal tip. The advancer tube remained inside the shuttle cartridge. The introducer sheath and syringe were not returned with the device. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification showed no saline in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase. A device history record (DHR) review of lot f1733101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device due to condition in which it was received. However, the exact cause of the reported incident could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in the reported failure during the procedure. The mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynxgrip IFU also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.